Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. It was reported the patient got up from the floor at the end of the previous week (approximately friday, (B)(6)) and felt a ¿twinge of pain¿ at the pump site. The patient tripped in the bathroom and caught herself that same day. The patient reported extreme pain at the pump site when this occurred. The patient reported they believed the pump had moved or turned in some way. The patient also stated they would get no response (poor communication) from their personal therapy manager (ptm), which started over the past weekend. It was reported the patient¿s device was not functioning well. The patient was going to follow-up with their healthcare provider, and indicated they had a refill scheduled for the next day ((B)(6) 2018). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-sep-21. The hcp reported the patient's pump had flipped. Regarding the cause of the pump movement, the hcp indicated the exact cause was unknown, but stated it was likely due to the patient's fall. Regarding actions/interventions taken to resolve the pump movement, the hcp reported the pump has been rotated back into position. Regarding the cause of the poor communication with the patient's ptm, the hcp indicated it was likely caused by the pump's position. Regarding actions taken to resolve the poor communication issue with the patient's ptm, the hcp indicated no further actions had been taken with the ptm, however they stated the ptm seemed to be working okay after the pump was rotated back into position.